Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient complaint of increased pain around device and pain in pocket area. Examination on (B)(6) 2017 revealed soreness at pocket area. The device was repositioned to adjacent pocket on (B)(6) 2017 and it was resolved without sequelae. The etiology was reported to be related to device or therapy but not related to implant procedure. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a company representative (rep) reporting that the cause of the pain around the device was due to tenderness of skin. No migration occurred. The patient¿s weight was reported.